Manufacturer narrative:
The insulin pump was received with a button error alarm and lacking button response due to corroded keypad traces. The insulin pump was unable to perform the occlusion test due to the button/keypad anomaly. The insulin pump was received with a cracked case at display window corner, cracked reservoir tube lip, and minor scratched display window.

Event description:
The customer's father reported via phone call that the insulin pump alarmed button error during a bolus attempt and exhibited delayed response. The customer's blood glucose was 230 or 235 mg/dl. The caller also noted that the customer had low blood glucose in the day and during the middle of the night as well. The caller stated that the customer had been very active. He noted that they were on vacation in very hot weather. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.